Event description:
It was reported the patient had ¿serious¿ gastrointestinal problems. The patient was in the hospital (B)(6) 2013 to (B)(6) 2013. The patient had a fall in the hospital on (B)(6) and fell "flat on her face." The patient stated her eye will go to the left, her hip is out of place and has pain in the rib. The pump was delivering morphine. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Product ID: 8731, lot# b005800n24, implanted: (B)(6) 2004, product type: catheter. (B)(4).